Event description:
Pt cadd legacy pump sn (B)(4) keeps reading 'due for service' but should not be due until 05/2019 - pt has two extra pumps at home, was not hooked up to pump at the time but did use it two days ago with no issues. No harm to pt. Pt will return to (B)(4). Will send pt new pump as replacement. No further info available. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.